Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer reported that the escape key was not sensitive. The customer's blood glucose reading was normal, did not require medical treatment. No further details were given.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to the keypad connector on the lcd board was unlocked. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.